Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing completely. The first device was fired on the cystic duct and the clips were not formed correctly. The surgeon pulled all three clips off the cystic duct and the clips were closed at the proximal end, but open and the distal end. A second device was pulled and the first two clips were not formed correctly. A third device was pulled and the first clip was not formed correctly. Non of the clips fell off the cystic duct. A different applier was pulled to complete the case with no patient consequence. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? 3 firings on the first device. Two firings on the second device and the first firing on the third device. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident? Asku.